Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size to be 5mm. Following the procedure, the physician (training status unconfirmed) selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after 2 minutes of post hold, a 4 inch x 4 inch in size hematoma was noted. The hematoma was around the access site and distal to the access site. Manual compression was held for 30 minutes at which time the hematoma was resolved. The patient was thin but not enough for the sealant to stick out of the tissue track. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1303902) indicated that the device lot met all established performance criteria prior to shipment.